Event description:
Stryker instrument broke during operative procedure (distal femoral cutting block). All pieces accounted for. Instrument removed from field, no harm to pt. A new set of instruments was opened to replace broken one. Instrument given to materials coord.